Event description:
It was reported that during the procedure, the tip fell off. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed three electrodes and the end-plate were missing from the distal tip of the device. Evidence supports the most likely cause for this event was aggressive use of the device and/or the device made contact with a solid object which obstructed the forward motion of the device during clinical use.